Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the complaint was filed regarding a hamilton-c6 ventilator. The care staff reported that the ventilation frequency increased to 70 breaths per minute. The ventilator was subsequently replaced with another hamilton-c6, and ventilation was resumed. Hamilton medical ag received the device logfiles for analysis. These logs document all key actions such as operator settings, actions taken, and triggered alarms. The analysis revealed the following: the "high frequency," "vt low," and "disconnection on ventilator side" alarms were triggered during ventilation in (s)cmv mode. No technical faults were recorded. The alarms were specifically triggered in (s)cmv mode, aligning with the unusually high ventilation frequency of 70 breaths per minute. The care staff reported that the ventilation frequency of the device increased to 70 breaths per minute, which is unusually high for an adult. This created a situation where the patient was breathing against the settings of the ventilator - a common issue in (s)cmv mode when the ventilation parameters are not appropriately adjusted to the patient's condition.the issue was not with the device but with the incorrect selection of the ventilation mode, which did not match the patient's physiological needs. In (s)cmv mode, a high frequency is unsuitable for adequately ventilating the patient, leading to the alarms. The device itself operated within its specified requirements and showed no technical fault. The hamilton medical engineer confirmed that the ventilator passed all software tests without deviations and that no technical errors were detected. Therefore, the issue was not due to a malfunction of the device. Conclusion: this event is a classic case of user error: the care staff selected an inappropriate ventilation mode (s)cmv for a patient with an unusually high respiratory rate. The incident was not caused by a defect in the device but by incorrect usage. The device itself did not fail to meet its specifications and showed no malfunctions.the medical intervention was simply to replace the device, which was an appropriate response to the incorrect mode selection, but this was not due to a device failure.as there was no device malfunction and the incident was caused by improper use. Since the issue was caused by improper use of the device rather than a technical failure, the event is not reportable.

Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: the medical stuff reported a problem during ventilalton with the hamilton-c6 which increased the frequencey to70c/min. The medical changed the ventilator with another hamilton-c6. 2. Health effects: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported, to hamilton medical ag: 1. Detailed complaint and failure description: the medical stuff reported, a problem during ventilation with the hamilton-c6. Which increased the frequency to 70c/min. The medical changed the ventilator with another hamilton-c6. 2. Health effects: clinical signs, symptoms or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred, during the event.